Manufacturer narrative:
H4: device manufacture date: january 24, 2020 - january 28, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed an infusor device containing no fluid in the bladder, which suggested flow of fluid may have occurred. The reported condition was not verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.